Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the patient's pacemaker exhibited inappropriate automatic mode switch episodes and competitive atrial pacing leading to an atrial arrhythmia. Programming changes were discussed but not performed. The patient will be monitored via merlin@home. The patient's condition was unknown.